Event description:
Olympus was informed by the clinical engineer at the user facility that the customer ¿oes elite¿ 4mm 30 degree, high definition autoclavable telescope was returned to the olympus repair center for a reported ¿bent slightly¿. The reported issue was found during reprocessing. No death, injury or harm was reported. However, during the repair inspection, no image and broken optical lens system was found due to the outer tube is broken in two pieces. This report is being submitted to capture damaged optical system.

Manufacturer narrative:
The repair inspection found no image and broken optical lens system due to the outer tube is broken in two pieces. Additionally, the meniscus lens is broken. A review of the repair history shows no previous repair records the investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components was most likely attributed to the application of excessive force by the user. Olympus will continue to monitor field performance for this device.